Event description:
Patient admitted that needed d20 for a history of low blood sugars. The d20 was spiked with our normal fluid tubing and attached to a bd extension set and a transducer. This was put into the white lumen of a uvc [umbilical venous catheter]. Twenty minutes later the uvc pressure had begun to climb very high, and the pressure alarm started ringing on the alaris pump for the d20. Me and two other rns started trouble shooting to try to fix the problem. We could flush the uvc must fine, however we realized that we could not move fluid through the bd extension and there must be a malfunction. After waiting for replacement fluid to arrive to keep the lumen patent, it was about an hour of the patient not receiving their dextrose. A sugar check showed a glucose of 28, a d10 bolus was ordered and given, the d20 was started in a new lumen with a different fluid tubing and extension set, and a follow up sugar was 74. The filter being stocked in unit is the following: bd extension set smallbore tubing (0.2 micron low protein binding filter). Ref # 10011865. Lot 1025095244 is being stocked in currently although the exact lot number of the. Defective product used in this event is unknown as packaging was discarded.